Manufacturer narrative:
Device identifier # (B)(4), lot j27n20, manufactured on 16mar2019, and expiring on 29feb2024, from the patties/strips product family. Product sample was returned and complaint was confirmed. Burn mark present on pattie. The applicable DHR was reviewed and no anomalies were found. A brown 'spot' was found on a pattie sample around the green string. The spot was produced when the x-ray and string were welded to the cottonoid material. The cottonoid is formed from a rayon material. During processing, rayon material is broken down into small fibers. If the fibers are not properly broken down, a small cluster of fibers can result. This creates a thick spot in the pattie. When the string is ultrasonically welded on this spot it absorbs more energy than the rest of the pattie and results in a burn. Automated machines are used to produce 801408 patties. The patties are inspected by a computer vision inspection system that inspects the patties for defects. The burn marks are difficult to detect due to the type of color filters used on the camera lens. Root cause - the complaint was confirmed in the complaint investigation a brown 'spot' was found on a pattie sample around the green string. The spot was produced when the x-ray and string were welded to the cottonoid material. Between 05nov2019 and 30jun2020, approximately 2,200 mdrs submitted electronically by integra lifesciences via trackwise, integra's complaint handling system, were not received by cdrh due to a computer system issue. Within this time period, an error with integra's middleware, which facilitates communications between trackwise and the FDA system, caused the complaint records to close and indicate we had received an acknowledgement 3 from the FDA when we had not. Integra interpreted the acknowledgement as a successful submission; however, subsequent investigation revealed the acknowledgement 3 received was from our middleware and not from the FDA (these acknowledgements have been retained as part of the documentation of the MDR). The malfunction was related to the relocation of the trackwise application to a new data center during the transition of integra's corporate headquarters from plainsboro, nj to princeton, nj. Previously, integra had been successfully receiving acknowledgements 1, 2, and 3 from the FDA, and our records reflect these acknowledgements, including the date and time stamps. CAPA pr 229048 and nc 20-011 have been opened by integra to further investigate the nonconformance and develop a corrective action plan. The middleware error has been corrected, and integra has filed mdrs since the correction and verified that the appropriate acknowledgements have been received from the FDA. Integra is resubmitting all impacted MDR reports for the time period 05nov2019 through 30jun2020. Integra lifesciences contacted (B)(6) , director of regulatory programs, office of product evaluation and quality and (B)(6) , assistant director, MDR team, office of product evaluation and quality on july 8-9, 2020 to report these issues regarding MDR reports.

Event description:
N/a.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that only 9 patties in the packet.